Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has confirmed that the the dn to rear te pulse wire was broken from the r1 te. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that an electrode belt was displaying check therapy pad and adjust belt messages.